Event description:
Related manufacturer reference number: 2017865-2022-42001. It was reported that the patient's device and right ventricular lead exhibited loss of capture. The device was explanted, and the right ventricular lead was capped on (B)(6) 2023. The device and lead were replaced. The patient was discharged.